Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical errors codes indicating disabled ventilation and ventilation stopped. Furthermore during troubleshooting technical error indicating ventilation stopped and disabled valves occurred. The control board has been reinstalled but technical error indicating disabled ventilation persisted, therefore control board was found defective and its replacement is necessary to resolve the issue. If a defect related to the reported error codes indicating ventilation stopped, appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code indicating disabled ventilation will be generated and ventilation cannot be started. There was no patient harm. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/19/2018 corrected manufacture date: 11/14/2018 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
It was reported that the ventilator generated a technical errors codes indicating stop of ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).